Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order could not be pulled from pyxis with error screen on it. A technical support specialist (tss) identified that the specific medication was greyed out, and the ordered amount could not be converted. It was determined that the facility formulary might need to be changed to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es items/orders of ceftriaxone im or sodium chloride 3% could not be pulled from the pyxis due to an error screen being displayed. However, there were no delays or adverse events or injuries reported based on this event.